Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: with all the available information, boston scientific concludes that the reported air in system and fluid loss was confirmed as product analysis identified a cylinder leak. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a leak at the corner of a fold in the proximal cylinder body; a hole was present. Cylinder 1 was not pressure tested due to leak that was identified. Cylinder 2 passed all tests performed. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump passed all tests performed. The identified fluid leak is also the probable cause of the reported mechanical issue and air in system/component, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to fluid loss rendering it non-functional. During the procedure, air was noted in the pump prior to removal. The existing ipp was explanted and replaced with a new device. No patient complications were reported; the patient has recovered.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to fluid loss rendering it non-functional. During the procedure, air was noted in the pump prior to removal. The existing ipp was explanted and replaced with a new device. No patient complications were reported; the patient has recovered.